Manufacturer narrative:
Qn#(B)(4). UDI:(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with its trigger partially engaged. The stapler was received with 20 staples left in the cartridge, indicating that at least 15 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated with the same result for the next two staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 17 staples were able to be successfully applied to the simulated skin pad. No functional problems were found with the returned sample. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4). Pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The repor ted complaint of "misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient. Some of staplers were not forming/closing properly and the others were not firing/jamming."no patient harm or injury reported. The patient's current condition is reported as fine.